Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: unk microsheath, starclose clips (x2), plavix, aspirin. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling. The other starclose se device clip, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that during an unspecified procedure, as a non-abbott microsheath was being advanced into the right common femoral artery, resistance was felt. A stiffer guide wire was inserted and when the microsheath was removed, one half of the sheath came out; the other half remained in the patient. Reportedly, the patient was taken to surgery and it was found that the microsheath had gone through 2 previously deployed starclose se clips. The microsheath was stuck in the starclose se clips. The microsheath and the clips were removed. The artery was repaired and hemostasis was achieved surgically. There was a clinically significant delay in the procedure. The procedure was performed using a left common femoral artery access site the next day. Hospitalization was extended one day due to the surgical procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.